Event description:
It was reported that the patient had heard an alert. It was found that the atrial lead had high impedance and had triggered an alert. Internal tests on the lead were done and found to be stable and a chest x-ray had no abnormality noted. It was discussed with the patient to bring them back to the clinic the following week for consultation to discuss management options. The patient agreed with the plan. It was also explained to the patient that the device would alert daily until that time. The patient was offered the option of coming in sooner to turn off the alert, but let them know that it could retrigger again. The patient said they will wait until next week's appointment. The lead remains in use. The patient was enrolled in the (B)(6) study but has since exited the study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.